Event description:
The complainant had an impella cp pump placed to support a patient. The team placed the cp and performed percutaneous coronary intervention (pci) with shockwave. The patient's pump lost placement signal (ps) during the pci. The patient also experienced an access site hematoma, which requires a manual hold to resolve. The patient eventually expired while on impella support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Optical signal issue the pump was returned and evaluated. A 5s parameter check showed signal-to-noise ratio (snr) near zero and contrast below spec, but cavity length was within spec. These parameter values indicate sensor damage. There was also biomaterial/blood around the impeller and near the optical sensor. Data log review showed 5s parameters within spec for the first ~15 minutes of the data log before changes were seen. Snr dropped gradually over the next ~15 minutes before dropping to near zero. At this time, the ps went out of range. Clinical details note that the placement signal went out after using shockwave. The distance between the sensor and shockwave in this case is unknown. Per cp IFU, "use with shockwave intravascular lithotripsy (ivl) catheter at a distance of less than 20 mm between the optical sensor and ivl device may interfere with or damage the impella optical sensor." The root cause of the optical signal issue was most likely a damaged sensor from shockwave interaction based on clinical details and because the returned product and data logs follow a pattern characteristic of sensor damage. Access site bleeding - minor no abnormalities were found with the repositioning sheath on the returned pump. A hematoma developed in left groin on the day of implant. Manual pressure was held. No other clinical details were given. The root cause of the access site bleeding was not determined since insufficient clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.